Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Information received from the (B)(6) clinical trial, subject: (B)(6). The patient was randomized to IV tpa (tissue plasminogen activator) + solitaire fr and treated. The patient had an acute ischemic stroke days post procedure and became unresponsive at 4 (four) days post procedure. Subsequently, the patient expired 8 (eight) days post procedure. Prior to death, the patient¿s nih (national institute of health) score was 18 and the mrs (modified rankin score) was 5. MRI (magnetic resonance imaging) revealed a new right frontal infarct related to afib (atrial fibrillation related to concomitant disease) which lead to death. The patient was adjudicated by the cec (clinical event committee) on (B)(6) 2015 and found to have new ae (adverse event) of hemorrhagic infarction 2 (hi2) which was considered procedure related. The ae was ongoing at time of death. Cec comments: all hemorrhagic transformations in the solitaire arm occurring within the first 48 hrs are attributed to the index procedure/treatment since recanalization is the prerequisite for the hemorrhagic transformation and was more likely achieved by the procedure rather than the IV t-pa. However, the cec cannot exclude some contribution from the tpa.